Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that when the umbilical cable was disconnected, the x-ray battery voltage dropped to zero; they were not holding a charge. Replaced all 30 x-ray batteries. Verified j7 voltages. Performed a system check. The system is now operational. The batteries were discarded on-site, so no part return is expected. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a scheduled preventative maintenance visit, it was discovered that the battery voltage was too low. It was reported that when the umbilical cable was disconnected, the x-ray battery voltage dropped to zero. There was no patient present when this issue was identified.